Event description:
A company representative reported on behalf of a customer that the steri strips did not have adequate adhesion, which allowed the infusion tubing to kink and the cannula to shift. Additionally, the surgeon reported that the shift of the cannula was detected prior to beginning the vitrectomy and that the patient did not suffer any harm from this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 12/17/2010. (B)(4).